Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the metal cap is detached and not returned; the distal end of the glass cap is detached and not returned; the fiber proximal to fracture can freely rotate. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
I was reported that while using the surgical fiber during a prostate procedure, the fiber started flashing and decrease in vaporization after 6 minutes of usage was observed. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported..